Event description:
The rptr called lifescan on behalf of the pt and alleged the one touch basic original was displaying not ok. The medical affairs specialist contacted the rptr to verify the info. They stated the meter had not worked for "months". The incident related was in 2004 and the meter had not worked for "awhile" before that. The pt "did not feel well, felt like they might faint". No attempt to use meter. They were driven to the hosp, reading was unk "high", treatment was unk type and amount of insulin. The pt was on glipizide at the time, this past week metformin was added (unrelated to incident of conern). The pt continued taking their medication without readings. Based on the info obtained from the pt there is indication the product malfunctioned due to not powering on. However no indication the product led to a serious injury. Meter was not tried day of concern.